Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was bleeding from their battery incision site. The patient was having their battery explanted due to infection on (B)(6) 2018. No further complications reported.